Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that insulin squirted out when they connected the reservoir to the infusion set, before putting the reservoir into their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that this happened with 2 reservoirs. Troubleshooting was not completed. The reservoirs will not be returned for analysis. Pending ice verification of an I/s and pump svn.